Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had a skin irritation. It was reported that the patient had open wounds and black marks under the te pads and electrodes. During a follow-up, the patient's nurse reported that the patient was not wearing the device, the wounds were being treated and had not yet completely healed. The final medical outcome of the wounds are unknown. There was no alleged device malfunction.